Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 120 mg/dl while the sensor glucose reading was 350 mg/dl. The father stated that the sensor gave cal error. The customer's blood glucose was 308 mg/dl and sensor glucose was 63 mg/dl in the morning. The father stated that the pump suspended and did not give his son insulin. The customer calibrated 3 to 4 times throughout the day. The customer will be sent replacement sensors.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.